Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin swelling condition. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hyperglycemia while wearing the pod on the leg for between 5 and 24 hours. The patient reported very high blood glucose levels, peaking at 526 mg/dl, along with ketone levels rated four plus (units were not provided) but otherwise felt mostly normal. Upon inspection, the infusion site appeared swollen, and the cannula described as blocked. The patient sought medical attention and was admitted to the hospital. The pod had been deactivated before hospital arrival and was removed at the hospital. During the three-day hospitalization, the patient received infused fluids to stabilize the condition.